Manufacturer narrative:
The development of the zenith device followed qsp01 and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device shipped with an IFU describing the indications for use, contraindications. Warnings & precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduct the failure mode from occurring and/or reduce the probability of the severity that occurred in this case. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The black trigger wire only was received to assist in this investigation. At this time, we are unable to determine the exact cause of the difficulty encountered however, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A patient underwent endovascular therapy with normal cutdowns and the physician gained access with glide wires and inserted the flex main body over a lunderquist wire. The patient's anatomy was tortuous and the aortic neck was also. Once deploying the flex main body to the contralateral gate, the physician proceeded to the suprarenal struts by releasing the black trigger wire. The physician completely removed the site thumb screw and tried to remove the wire. This was unsuccessful due to tension in the wire and the graft started to migrate with every pull. The system was advanced back into place and the grey positioner was rotated then tried again. Still not releasing. The physician then loosened the black pin vise and pulled the pink hub back, loosening any tension. The pin vise was then locked again and still unsuccessful and the graft was migrating. By the fourth or fifth attempt the wire gave and released itself. The case ended with a small type I endoleak, which was minimized by placing a main body extension. Patient outcome is unknown at this time.